Event description:
Per the audiologist, the pt's mother reported that the pt has not responded well or consistently with his cochlear implant system since 2005. Threshold and comfort levels as well as sound field thresholds reportedly were consistently "normal". The results of an integrity test were consistent with normal receiver/stimulator function with multiple electrode anomalies. Per the surgeon explant surgery was scheduled for 2007.

Manufacturer narrative:
This type of event is addressed in the device labeling.